Manufacturer narrative:
The caster has not been received for evaluation at this time.

Event description:
It was reported that during a visit at the healthcare facility, the manufacturer sales representative found a caster to be broken off the navigation system cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that during a visit at the healthcare facility, the manufacturer sales representative found a caster to be broken off the navigation system cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.